Manufacturer narrative:
The event of burning at ipg site was reported to abbott. The patient was experiencing a burning sensation near and around the ipg. The patient was sent to a physician for evaluation of revision or replacement. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing a consistent pocket heating sensation from their ipg. The patient also noted experiencing numbness in their upper back. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's ipg pocket site was moved to the right flank and the ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated.